Event description:
It was reported that the patient presented to the clinic for a follow up. Upon interrogation of the pulse generator, it was noted that the right atrial (ra) lead was oversensing noise resulted in inappropriate mode switch episodes. No intervention was performed. The patient was in stable condition.